Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that the right atrial (ra) lead and implantable cardioverter defibrillator (ICD) exhibited undersensing and high out of range pacing impedance measurements of greater than 2000 ohms. The right ventricular (rv) also exhibited high out of range pacing impedance measurements of greater than 2000 ohms and high threshold measurements. The ICD, ra and rv leads were explanted and replaced. No additional adverse patient effects were reported.